Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, during pulmonary artery disconnection, the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. A visual inspection of the two returned photos noted that a device can be seen in its opened packaging. The shipping wedge can be seen to be removed. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, during pulmonary artery disconnection, the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. A new reload was used to complete the procedure. There was no patient injury.